Event description:
While attempting to staple across the bowel using the gia80, the stapler wouldn't close down completely on the tissue and it was making an odd sound when attempting to close it. A new stapler was opened, and it fired fine, so tissue thickness was not the issue. Information: covidien gia auto-suture.